Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 8.2mmol/l. Customer was advised to insert new aaa alkaline battery and pump is working correctly. Customer stated that the display returned. The history alarm is not showing the alarms that patient received and the self-test did not run properly. The customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display noted. No alarm during our testing. The insulin pump was programmed with multiple bolus deliveries and monitored; all bolus delivered completely their indicated amounts and was properly recorded in the bolus history screen and no history anomaly was noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.